Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR medwatch # 2916596-2018-01635. This report is being submitted as additional information. Unique identifier (UDI) #: (device identifier) - (B)(4). Approximate age of device ¿ 3 years and 2 months. Manufacturing evaluation conclusion: the presence of thrombus during support was not confirmed through the evaluation of heartmate ii lvas. The pump was returned assembled with the driveline cut approximately 7¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, sealed outflow graft, and sealed outflow graft bend relief) was returned attached to the pump¿s outlet port. Examination of the sealed inflow conduit upon disassembly of the device revealed depositions of denatured, fixed blood. The hard, grainy texture of these depositions suggests that the explanted pump may have been treated with a fixative agent (e.g. Formalin, formaldehyde, paraformaldehyde) before being returned for evaluation. Further evaluation of lvad pump revealed similar depositions of denatured, fixed blood in the inlet stator on the proximal side. The surface of the rotor inlet blades adjacent to the bearing ball revealed denature, fixed blood. The body of the rotor revealed similar depositions of denatured, fixed blood. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, their lack of laminated layering suggests that they formed acutely and may not have been present while lvad pump was supporting the patient. Of note, no low flow hazard alarms were captured in the log files submitted by the account, suggesting that there was proper surface washing while the device was in use. Review of the submitted system controller log files showed 1 instances of power greater than 8.8 w ((B)(6) 2018 at 11:00:16 pm). This instance occurred during a pi event. No atypical alarms were captured in the submitted log files and the pump remained above the low speed limit for the duration of the log files. The submitted log files appeared to show the system operating as intended. It could not be confirmed, through the evaluation of heartmate ii lvas, that thrombus appeared to be present during support. The observed elevation in pump power cannot be correlated to any of the depositions observed within the pump. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported on (B)(6) 2018, a ramp echocardiogram was positive for device thrombosis and the patient received a heparin infusion. The patient remained hemodynamically stable and remained in the hospital to wait for a heart transplant. The patient received a heart transplant on (B)(6) 2018. No further information was provided.